Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his mother called the paramedics on (B)(6) 2016. The customer was in a coma for a couple of days. Customer's blood glucose level was over 1,600 mg/dl. Two days before the customer had a virus. He was vomiting and was about to pass out from a diabetic ketoacidosis. The customer treated his blood glucose level with an injection. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.